Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
The customer has isolated the failure to the speaker assembly, and has elected to order a replacement part for in house repair. No product will be returning for failure investigation. Information has been added to the database for trending purposes.